Event description:
The customer reported that the insulin pump was squirting out during priming. The customer stated that the device also was stuck in the rewind loop. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked reservoir tube and the display window was severely scratched. The device was unable to prime during the prime test as a result of the loose drive support disk. However, the device passed the displacement test.